Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, a product evaluation could not be performed. However, images were provided. Film review: "images cannot confirm if the bard filter type is a g2 or a g2x. Axial CT images demonstrate the filter in the ivc and a detached filter limb in the right ventricle. All twelve limbs cannot be seen in the vena cava, however, no other images were provided to completely evaluate the entire filter or its position in the ivc. Based on the images provided, the complaint can be confirmed for filter limb detachment." Conclusion: the filter was not available for evaluation. Based upon the image review conducted, the complaint investigation is confirmed for limb detachment. Definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters.

Event description:
It was reported that a filter limb detached and was found in the patient's right ventricle. The detachment was an incidental finding as the patient was being evaluated due to recurrent abdominal pain. The filter remains implanted. The physician is evaluating the course of action.